Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in-process or at final control inspection.

Event description:
As reported by the user facility ((B)(4)): infusion of drug occurred at 66h. Pumps are programmed to take 49-50 hrs for full infusion of the drug.

Manufacturer narrative:
(B)(4). We received one used, empty easypump ii lt 100-50-s without packaging (contaminated with a cytostatic drug). The received sample was taken to a visual inspection. As-received condition the white clamp is missing. The original wing cap was not anymore on the patient connector, a needle of a competitor was connected with the patient connector (patient connector respectively needle were not blocked by a adequate device). After opening the top cap we detected residues of solution (liquid) at the filling port (lli-cone). In addition, we detected residues of crystallized drug residues at the patient connector/needle respectively all over the complaint sample. The sample was taken to a functional test respectively a leak test was carried out. After starting the pump and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is not in accordance with our requirements. Hence we assess this complaint to be justified. We have informed our manufacturer accordingly. Corrective measures have been initiated and are documented under CAPA (B)(4).